Event description:
A report was received that the patient was experiencing pain and irritation at the ipg site. The patient underwent a pocket revision procedure. The patient was reportedly doing well postoperatively.